Event description:
It was reported that the patient was complaining of low voltage alarms on (B)(6) 2025 and (B)(6) 2025. Battery clips were exchanged on (B)(6) 2025. Additionally the battery contacts and slots of the universal battery charger were cleaned. The alarms continued after troubleshooting resulting in the system controller being exchanged on (B)(6) 2025.

Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low voltage alarms were confirmed via the submitted and downloaded log files. The submitted and downloaded system controller event log files captured combined events from 11oct2025- 14oct2025. While connected to batteries, intermittent low power advisory and power cable disconnect alarms were captured from 11oct2025-14oct2025. These alarms activated due to the voltage within either power cable fluctuating below the alarm thresholds. At the end of the data on the 14oct2025, the driveline was observed to have been disconnected, consistent with the reported system controller exchange. Despite the alarms, the pump functioned as intended without interruption. No other notable events or alarms were captured within the relevant date span. The returned system controller, serial number (B)(6), was functionally tested and was able to support pump function for an extended period of time. The black and white cables were manipulated while the system controller was supporting a simulated pump. No alarms were observed. Continuity testing revealed wire fatigue within the black and white power cables. Although atypical alarms were not reproduced, wire fatigue within the cables could contribute to atypical low voltage and power cable disconnect alarms. The alarms reportedly resolved following the exchange of the controller (B)(6). Although the root cause of the reported event was unable to be conclusively determined through this analysis, wire fatigue within the system controller¿s cables could have contributed to the cause of the event. The root cause of the wire fatigue is consistent with repetitive flexing of the cables over time. The device history records were reviewed for the system controller (serial number: (B)(6) and found to have passed all manufacturing and qa specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, and section 5 of the patient handbook, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve low voltage and power cable disconnect alarms. Section 8 of the IFU entitled ¿caring for the equipment¿ and section 6 entitled of the patient handbook entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Section 10 of the patient handbook, ¿safety checklists,¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.